Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a stenting procedure the damage to the stent was noted. There was no patient injury, and the procedure was completed with another of the same devices. Additional information has been requested.